Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was functioning properly. No unexpected replace battery now alarms noted during testing. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector boar, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window and cracked retainer. (B)(4).

Event description:
The customer reported via phone call that they received a replace battery now alert on the insulin pump. The customer¿s blood glucose during the incident was 234 mg/dl. Troubleshooting was performed. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. The device was not dropped. There were no unattended alarms. The device was returned for analysis.